Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. The consumer experienced complication during insertion. Fibroid was removed and after that essure was inserted. During the first month after insertion, she experienced pain in abdomen / cramps, pain during ovulation, pain during walking, swollen abdomen, underactive thyroid, and fatigue - fatigue was annoying and she was again back to the pill. The consumer contacted a doctor. Control position of essure was performed via echo, but no result was provided. Essure was removed on (B)(6) 2010 together with two fallopian tubes. The outcome was recovering. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen / cramps. Essure was removed together with two fallopian tubes, approximately 5 months after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer started having pain in abdomen / cramps during the first month after essure insertion. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen / cramps. Essure was removed together with two fallopian tubes, approximately 5 months after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer started having pain in abdomen / cramps during the first month after essure insertion. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.